Manufacturer narrative:
H6- health effect- impact code correction: changed code 4629 to 2199. Claim#: (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the u.s. Device problem code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -09.50/2.0/093 diopter, implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.